Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the implant has slipped out of prepared channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3636-1 batch 15423054 was received for evaluation. Visual inspection of the received inserter found no damage to the shaft or handle. The anchor and sutures were not returned for evaluation. Functional testing was performed by rolling the shaft on a surface plate # 650 to check for bends, and no issues were found on the shaft. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment of the insertion, and/or prying/leveraging the device during use. The complaint allegation was not confirmed. No evidence of the failure was received. Refer to the investigation pictures.